Event description:
It is reported that upon sating the stem the calcar was fractured. A cable was placed.

Manufacturer narrative:
Evaluation summary: operative notes were returned which note that a mini incision of 9.5 cm was utilized. The notes also state, "the head was dislocated and bisected at 15mm per preoperative planning, but this was a long cut. Another 5 mm had to be taken off down to more likely a 15 or maybe a 12 mm cut eventually. The femoral stem was progressively broached to a size 14; however, this also was cut down again 5 mm and then re-reamed and broached." Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.